Event description:
It was reported that the patient presented in the emergency room near syncope. The pulse generator was in backup vvi. The patient's presenting rhythm was 33 beats per minute vvi paced. The hardware elective replacement indicator (eri) byte indicated that the device had not reached harware eri. The pulse generator was behaving unexpectedly due to extreme battery depletion, and was replaced due to normal eri. It was noted that the patient had been lost to follow up.

Manufacturer narrative:
No medwatch form was received.